Event description:
At the end of a procedure, in which a patient had a liver tumor or tumors ablated with the rita system, the physician was unable to retract the hooks/arrays of the electrosurgical device into the trocar. The physician removed the device from the patient with the hooks partially deployed. After removing the device, the patient began bleeding (probably due to the removal of the device with the hooks deployed). In order to stop the bleeding, the physician had to perform surgical intervention.